Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.